Event description:
During the process of giving a fluzone hd shot that vaccine spilled out onto the pt's arm instead of into the deltoid muscle. I noticed that I needed less pressure to depress the plunger while I was "injecting," but did not realize the injection was not going into the muscle until the pt mentioned it felt like something was dripping down her arm. I looked at the shot after removing it from her arm and there was liquid between the barrel of the needle and the syringe twisting area. When placing the needle onto the prefilled syringe I made sure to twist to an appropriate tension. Not sure if it was the bd safetyglide needle or the fluzone hd.